Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified four other similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with 90% stenosis, mild calcification and mild tortuosity. The indeflator could not hold pressure to 25 bar and pressure gauge slowly went down. The balloon was connected directly to the indeflator and no air bubble was found. Many attempts were taken but pressure gauge still slowly went down. Another indeflator brand was used to complete the procedure. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.